Event description:
Pt underwent a bam in 1984 with placement of silicone gel breast implants. Reporting facility does not have knowledge of the implant MFR's name. The pt relates she has developed chronic fatigue, hair loss and night sweats; symptoms she attributes to the silicone implants and desires to have them removed. Gross exam: both implants are leaking and a dacron patch is adhered to the muscle.